Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a clinical request that the customer experienced severe high blood glucose in (B)(6) 2020 with blood glucose of 250 to 296 mg/dl at the time of the incident. The reporting party did not mention how the customer was treated. The reporting party did not mention any symptoms. The customer most likely wearing the insulin pump during the incident. No further information was provided. Troubleshooting was not completed as this was a past event and not a live call. The insulin pump will not be returned for analysis.